Event description:
The accounts maintenance stated that the brakes will set, but will pop back to the neutral position when set from the left head of the bed. He has replaced the casters and linkage but still has the same issue.

Manufacturer narrative:
Repairs have not been completed.